Manufacturer narrative:
Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button and minor scratched lcd window.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 125 mg/dl. The customer reported that the pump case was damaged on the casing and the o-ring was broken off. The customer reported issue or damage to reservoir compartment or lip the reservoir was damaged and was unable to lock in place when inserted into pump. The customer was advised that the pump will be returned for analysis. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.